Event description:
It was reported to boston scientific corporation that, during the use of a capio slim device, the suture detached from the dart during surgery. The physician used the standard technique during deployment of the suture. An attempt was made to recover the dart, but it could not be found. It, along with part of the suture, remained in the patient. The procedure was then cancelled.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specification. A risk review was completed and confirmed that the event of "dart detachment of device or device component and unretrieved device fragments (udf)" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The impact code of "cancelled/rescheduled - post sedation/sedation unknown" is subsequent event of the primary anticipated event. A review of the device instructions for use (IFU) was completed and confirmed that the reported events are anticipated within the product IFU. There is no evidence of device misuse per the IFU, nor is there any indication of issues with the translation, wording, or graphical content of the IFU/labeling. Based on the information provided, the most probable cause of the reported issue could not be determined due to a lack of evidence, and in the absence of device evaluation or objective evidence, the most probable causes that may have contributed to the event remain unknown; therefore, this complaint is assigned an investigation conclusion code of "cause not established", as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.